Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer has used the cartridge over 72 hours with the mobi pump. Tandem technical support educated the customer this is off label use and the customer understood and acknowledged.